Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.

Event description:
At the 8 month follow-up the pt experienced a 95% intrastent stenosis of the target lesion. Re-ptca was performed an a 3.5 x 23 mm cypher stent was used to treat the lesion. In 2006, the pt had a 3.0 x 33mm bx sonic stent implanted at 12 atm in the chronic totally occluded, tapered and calcified mid right coronary artery (rca). The lesion was pre-dilated at 8 atm and post dilated at 12 atm. The residual % of stenosis was 30% based on visual estimation. The pt's medications at baseline and post procedure included asa, ticlopidine, statins and ace inhibitors. The pt was also taking nitrates at baseline.